Event description:
Per the information provided to co by the physician's office, via co's international representative, the device was removed due to "two holes on the right cylinder." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model device, produced by the same manufacturer. 07/11/1997-in the requested information the physician/surgeon stated that there was "difficulty to inflate the cylinders" and "leakage of saline solution through two holes on the right cylinder."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/2/1997 and revised on 6/3/1997 due to "two holes in the right cylinder," "leakage of saline solution," and a "difficulty to inflate the cylinders." The diagram provided of the returned form has indications of two holes in the distal portion of one of the cylinders. The info also indicated that the device had not been in contact with sharp instrumentation. Examination and testing of the returned components revealed four puncture-like separation/sites of leakage in cylinder #1's bladder. The sites are in the distal portion of the bladder, confirming the report from the physician. Although the info provided indicated that the device had not been in contact with sharp instrumentation, examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation, i.e. Needle. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occured subsequent to the device packaging being opened. Based on qa's examination and the physician's observations, qa concluded that the observed separations in the cylinder bladder would have allowed the reported "leakage of saline solution" and a subsequent difficulty inflating the cylinders. However, dut to the brief period in-vivo, and the limited info provided, qa is precluded from determining the sequence of events leading to the reported "holes in right cylinder."